Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved, behalf of a customer facility regarding a tego connector. It was stated that a homecare patient's tego connectors exhibited pressure problems and presented detached membranes. The patient was taken to the hospital on (B)(6), but the event occurred earlier that week. The event occurred during use with a patient, however there was no harm. Four (4) pictures were provided by the customer.